Event description:
During a procedure an attempt was made to use one nc solarice balloon catheter to treat a moderately tortuous, moderately calcified lesion located in the mid left anterior descending (lad) artery. The device was not inspected. Negative prep was not performed. Thelesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the luer/shaft of the balloon was leaking during balloon inflation without any signs of fracture or friction. The patient is alive with no injury.

Manufacturer narrative:
Note: the nc solarice device is considered to be the same as nc euphora with the exception of a different brand name and minor differences in the labeling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that the shaft of the balloon was leaking during balloon inflation without any signs of fracture or friction. The device was moved or repositioned in the lesion prior to the leaking. The issue occurred on the first inflation, and there was a gradual drop in pressure. Another nc solarice device was used with no issues noted to complete the procedure. Initial reporter phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.